Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that multiple protaper gold rotary sx 19mm files broke during use. Customer alleges that they have had broken multiple files over the past year. Customer did not have how many had broken or the outcome of any injury to patients or any treatments needed.

Manufacturer narrative:
Investigation found the returned following devices all sealed: ptgrsx19 - 1x lot 325909, 5x lot 324824, 12x lot 331087, 9x lot 327703,17x lot 328747. 6 files were measured and found to be with all specifications. Also lab performed testing and all files tested met specifications. Returned product meets specifications, unable to duplicate customer's issue.